Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (plad) artery. After implanting a 3.5mm non-bsc stent, a 4.00mmx15mm nc emerge® balloon catheter was advanced for post-dilation. However, on the third inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 4.25mmx13mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending (plad) artery. After implanting a 3.5 mm non-bsc stent, a 4.00 mm x 15 mm nc emerge® balloon catheter was advanced for post-dilation. However, on the third inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 4.25 mm x 13 mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.